Manufacturer narrative:
One reflexion hd catheter was received for evaluation. The handle was opened and a blood-like substance (bls) was noted within the handle, originating at the distal end from the shaft. The leak path was originating from the pierced hole in the shaft at the tip assembly intended for conductor wire stringing.

Event description:
During the procedure blood was noted to be leaking from the handle. The catheter was replaced and the procedure was completed with no adverse consequences.